Event description:
Customer reported the she inserted the sensor on (B)(6) 2014 and there was blood on the site. Customer stated there was too much blood she had to lay down for awhile to stop bleeding. Customer's blood glucose was unknown. Customer inserted the device on the abdomen far right above the waist. The sensor was not tugged or pulled on after insertion. The sensor was fully inserted. Customer stated the site was not comfortable. Customer was advised to remove the sensor and insert in a different location. Customer was advised to check for damage and stated she didn't look, but when she put in the plastic bas she didn't see it before. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.